Event description:
It was reported that there was an undersensed premature ventricular contraction during a recorded pacemaker-mediated tachycardia episode. Technical services review of the device data was pending. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.